Event description:
New information received notes that the premature battery depletion exhibited by the insertable cardiac monitor (icm) was noted remotely via merlin.net. The patient will be further monitored. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was reported. The patient condition was unknown.